Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump constantly alarms no delivery. Customer stated that the issue has been happening for the last two months but more lately. Customer stated she experienced high blood glucose since (B)(6) 2015. Blood glucose value was 469 mg/dl. She mentioned she had lost 55 pounds in the last year. Customer was advised she might need to use infusion sets with shorter cannulas. The customer declined to check for site/set issues or the settings. The high pressure test was not performed as the customer did not have a tubing clamp. Customer stated the alarm was resolved by a complete set change. Current blood glucose was 187 mg/dl.